Manufacturer narrative:
A.1., a.4.,a.5. Patient information was not provided. H10: livanova deutschland manufactures the s5/c5 mast rolle. The incident occurred in germany. A livanova field service engineer was dispatched to the customer site to investigate the issue the hlm c5 (serial number (B)(6)) had 32763 operating hours. All cables on the machine were checked and found that the cable to the arterial pump on the pump panel was loose and could be pulled off with a slight pull. Readout of the machine, arterial pump and control panel carried out. Display and pump have been replaced and put aside battery capacity of the machine indicated the batteries should be replaced if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the arterial pump of a c5 system stopped during procedure. Initially, the pump stop was preceded by a high-pressure alarm and an error message related to motor control defective followed. An attempt to restart the pump was unsuccessful. The situation was solved by connecting an external pump. Until the involved pump replacement was completed the defective c5 system could be operated with hand crank for six (6) minutes. Then, the device was shut down to be inspected. There was no patient injury.

Manufacturer narrative:
H10: the affected part was returned to livanova deutschland for a detailed investigation. The technician confirmed the reported issue. In order to solve the issue, computer board (hkr), motor control board (hms), ribbon cable, flat ribbon cable, cable speaker, led display touchscreen and its gasket were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H10: the serial readout (real time device parameters and setting recording file) of the pump was collected and confirmed the reported event: pressure alarm "press_stop 0 2" was stored on (B)(6) 2023 at 13.13; error code "timeout_motor" was registered in the pump microcontroller at 13:15 (this error code is displayed on the control display module as "motor control failure 458¿); "runaway_peak" codes were stored as the pump was hand cranked without having been switched off. The registered timeout_motor error code indicates a failure of the local bus between the hms board (motor control board) and the motor, which may be caused by: a defective motor controller board (hms 0409); a defective can communication between the hms and the pump motor. Complaints database analysis revealed no similar event since unit installation in 2010. Based on the error message displayed, the analysis of serial readout of the involved pump and the technical service activity, the most likely root cause is a motor controller board (hms) defective.

Event description:
See initial report.